Manufacturer narrative:
The reported field event of intermittent stimulation was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device implant procedure muscle stimulation was observed. Programming changes were made but the issue was not resolved. The device was not used. The patient condition was stable and was discharged the same day of the procedure.